Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the caller wanted assistance changing back to program 1. The patient was at the healthcare providers office yesterday and the doctor used the clinician programmer to change the patient to a different program. Caller asked if a change in settings could affect the patient's speech, as the patient's speech cannot be understood since the programming change was made. Caller synced with the ins and confirmed that they see on/okay, but there is no bottom row info, meaning they only had simple mode access. It was reported to be a sudden change in therapy/symptoms. Caller said their battery is "getting down there". No further complications were reported or anticipated with this event.